Manufacturer narrative:
The device was returned to resmed and an evaluation could not confirm the reported faulty battery. The top case was replaced to address the unresponsive touchscreen. The pneumatic block was properly reconnected to address sf147. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the battery of an astral device was faulty. During evaluation of the device, touchscreen was unresponsive and device displayed an error message (sf147) related to alarm priority after reassembly the device. There was no harm or serious injury reported as a result of the event.

Event description:
It was reported to resmed that the battery of an astral device was faulty. During evaluation of the device, touchscreen was unresponsive and device displayed an error message (sf147) related to alarm priority after reassembly the device. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed a battery charger fault. Visual inspection of the touchscreen revealed a crack. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the battery charger fault was due to the device operating in high ambient temperatures, touchscreen issue was due to physical damage and sf147 was due to operator error during device reassembly. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).